Manufacturer narrative:
Method: labelling review, product history review, complaint history review, risk assessment result: the customer reported event of was confirmed via correspondence. The device was not returned as it was discarded at the hospital. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No similar complaints for the reported lot were identified. Conclusion: since the device was not returned for evaluation the exact root cause cannot be determined conclusively. However based on material analysis for previous similar events and on the information provided the cage may have fractured due to excessive impaction force while inserting the cage into the disc space.

Event description:
It was reported that during a cage broke upon implantation. There was resistance upon introduction which corresponded to a discal residue removed from the curette. The cage was replaced with another of the same size. There was a 10 minute surgical delay and no adverse consequences to the patient. All fragments could be extracted. The cage was discarded.

Manufacturer narrative:
Device discarded by user.

Event description:
It was reported that during a cage broke upon implantation. There was resistance upon introduction which corresponded to a discal residue removed from the curette. The cage was replaced with another of the same size. There was a 10 minute surgical delay and no adverse consequences to the patient. All fragments could be extracted. The cage was discarded.